Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with heavy calcification and 90% stenosis. The vessel diameter is 6 mm and the vessel was prepared with a 7 mm balloon at 18 atmospheres for 30 seconds. During deployment of the 6x120 mm supera self expanding stent system (sess), the ratchet failed to engage and the stent partially deployed. Attempts were made to adjust the device but ultimately the delivery system and the stent were retracted into the guiding catheter and removed. Another same size supera was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report it was stated that the stent partially deployed 60 mm but then failed and it was impossible to release the stent. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed as the stent was retuned partially deployed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was bent in the heavy calcified and 90% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation deployment failure/noted partially deployed stent.based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.